Manufacturer narrative:
Per the clinic, the patient was administered with antibiotics (specific date, type and duration not reported).

Event description:
Per the clinic, the patient experienced an open wound in september which resulted the patient to not wear the sound processor. Subsequently, the device was explanted on (B)(6) 2025 due to an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.